Manufacturer narrative:
Continued e1 additional email: (B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed an opening on radius assessed as a surgical impact opening. (Shell thickness within spec). Additional observations: stress marks observed on the device.

Event description:
Physician reported right side rupture. Device has been explanted and replaced.

Event description:
Physician reported, right side rupture. Device has been explanted and replaced.